Event description:
Covidien received info stating that prior to use on a pt the device alarmed causing a delay and a change in therapy. The device was not returned to covidien for eval. The device was evaluated by a third party. There was no permanent harm or injury to the pt as a result of the event.